Manufacturer narrative:
Pt identifier: unknown. Weight, ethnicity, race: unknown. No lot number or expiration date available. No manufacture date available. 3m takes very seriously the safety of our products and we review the possible causes of all complaints. Since the intended use of this product includes skin contact, the materials used in the respirator have been evaluated by toxicologists in the 3m medical department paying particular attention to base chemicals and raw materials which might pose risk for dermal irritation, allergy, or toxicity. Based on these reviews, no risk for adverse health effects are expected when the respirator is used as intended and following instructions for use. 3m will continue to monitor.

Event description:
A hospital reported a (B)(6), female employee developed itching around her face that progressed to the neck and arms, flat red spots under the mask, difficulty swallowing and talking; lastly, elevated blood pressure and tachycardia within the first hour of wearing 3m" health care particulate respirator and surgical mask 1860, n95. Symptoms started less than one minute after applying the mask. Patient is an employee of the hospital and usually wears masks. Medical history included an allergy to codeine-based medications. Employee consulted a clinician in the emergency room; oxygen was applied, IV fluids, antihistamines and steroids were administered. All symptoms resolved over three days and employee has returned to work.